Event description:
It was reported that this pacemaker was found to be in safety mode when interrogated on (B)(6) 2024. It was noted the pacemaker had not been interrogated since 2019. Pacing inhibition and asystole due to suspected myopotential oversensing was also observed. The pacemaker was urgently replaced on (B)(6) 2024, and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode when interrogated on (B)(6) 2024. It was noted the pacemaker had not been interrogated since 2019. Pacing inhibition and asystole due to suspected myopotential oversensing was also observed. The pacemaker was urgently replaced on (B)(6) 2024, and will be returned for analysis. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The device could not be interrogated and exhibited no pacing pulses. Since the device was returned with no telemetry, laboratory analysis was unable to confirm safety mode operation. The device case was removed to facilitate inspection and testing of the internal components. The battery was noted to be slightly swollen; it was removed and replaced with an external power source. Testing identified a high current drain. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This device is included in the hydrogen induced premature depletion advisory population.